Event description:
There was no lot number to report. The broken needle was recovered from the patient cavity.

Manufacturer narrative:
(B)(4). Initial report sent to FDA on 03/23/2015.

Event description:
Procedure type: laparoscopic hysterectomy. According to the reporter: the needle broke while suturing. Another stitch was used to completed the case. Currently the patient is ok. There was no tissue damage/loss or excessive blood loss. Additional information has been requested but not yet received.

Manufacturer narrative:
(B)(4). Follow up report sent to FDA on 04/17/2015.